Event description:
It was reported that total knee arthroplasty was performed with kneealign on (B)(6), 2023. Surgeon felt that the osteotomy quantity was not visuallyn proper. Therefore, he switched to conventional instruments to complete the procedure. The navigation unit was discarded.

Manufacturer narrative:
At this time the product has not been returned for investigation. If the product is returned, an investigation into the alleged accuracy issue will be performed. With an abundance of caution this report is being filed with the understanding of the potential patient harm that could be caused by inaccurate measurement.